Event description:
During the endovascular aaa procedure and using a sizing catheter, it was reported to me by surgeon that one of the bands on the catheter had come off. He was not able to retrieve it. He has subsequently asked that I file an incident report. The item is a centimeter sizing catheter. The manufacturer is cook medical (lot#4202645, size 5.0fr). Surgeon has also notified service line coordinator of this incident. This item will now be bagged and labeled for risk management.device #1is this a laboratory device or laboratory test?no.